Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to loss of capture (loc) with a possible fracture confirmed with fluoroscopy. The lead had a brady pacing rate not as expected. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to loss of capture (loc) with a possible fracture confirmed with fluoroscopy. A new lead was implanted. No additional adverse patient effects were reported.